Event description:
Customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to press the button firmly, but the issue persisted. The pump was under warranty, so technical support arranged for its replacement. Customer was informed about using a backup method for insulin delivery, provided instructions to put the pump into storage mode, and instructed to return the problematic pump with a prepaid label within 10 days.